Event description:
The dealer stated both footplate were cracked by the end user. The dealer stated he did not believe this was a manufacturing defect. The dealer did not provide the serial number, so we are unable to verify the chair model.